Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained prialt/ziconotide with a concentration of ¿5.0 mcg¿ at a dose of ¿1.2503 mcg¿. It was reported the patient had consistently had a cerebrospinal fluid (csf) leak. That leak was unrelated to the product as the catheter, each time, based on surgical assessment, was intact and patent. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. On (B)(6) 2017, they surgically checked the catheter and aspirated. The catheter was intact, but the physician decided to replace at a lower level than the leak. The explanted catheter was discarded. The issue was resolved at the time of report. The patient¿s weight was unknown. The patient status at the time of report was alive ¿ no injury. No further patient complications were reported.